Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the infection and sepsis allegation was addressed by return pip (B)(4). The pacemaker was returned. The 'known inherent risk' conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. No additional adverse patient effects were reported. The pacemaker was explanted.